Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving an error message indicating that the ipg is at end of life. Diagnostics confirmed that the ipg has about 2 - 4 months before depletion. The ipg is inoperable.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.